Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device and investigation clinical codes.

Manufacturer narrative:
H10. Related MFR#1038671-2024-02240 [patella] report 1 of 2. H11. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitant devices: optetrak logic femoral (serial no. (B)(6), optetrak logic tibia tray (serial no. (B)(6), three peg patella 32mm (serial no. (B)(6). These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
It was reported via legal documentation that approximately 155 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, instability and synovitis. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.